Event description:
It was reported by the rep that a bag containing (2) al326 clip appliers and instruments had misfired. As facility inquired about the surgeon, produce type, date and outcome. Facility was informed that the instruments had been stored for sometime. There was no record of the information. There was no consequence to pt.